Manufacturer narrative:
Implant date: if implanted, give date: unknown, not provided. Explant date: if explanted, give date: not applicable,le as the device remains implanted. Initial reporter name and address: telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens(iol) had been found to have a crack on the optic after implanted. There was no patient injury. There was no surgical intervention or hospitalization reported. There was no impact on the patient¿s visual acuity (va). The va is good. The patient is doing good and good health status. The iol remains implanted. No other information was provided.